Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the insufflator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto the known good in-house system and was able to boot up. Upon boot up, insufflator errored out with insufflator cannot be used, service due. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to a component failure on the insufflator.

Event description:
It was reported that during a training/demo of the da vinci system, the system insufflator displayed an error message indicating it cannot be used. The technical support engineer (tse) asked the customer if there were any specific error codes present; it was stated there was not. Tse asked to hard cycle the vision side cart (vsc) to see if error cleared, it did not. There was no report of patient involvement.